Event description:
It was reported that the manufacturing representative (rep) measured impedances and the value on the 0/1 pair was 2288ohms with an investigate indicator. The rep asked about the therapy impedance, the patient was programmed with c+ 1-, the measurement showed a current of 0.7ma. Tech services reviewed information about impedance values. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller indicated that they were interrogating the implant because the physician was planning to replace the implant. Additional information was provided indicating that the cause of the impedance issue remains unknown. The pocket adapter was replaced, but the issue persisted, and the patient is unsure when or how it occurred. Doctors have submitted a referral to neurology so the patient can be seen and followed, as the patient is currently not under ongoing care. The issue has not been resolved, and this information has been confirmed/provided by the physician. Additional information received from rep indicating that implant replacement is due to normal battery depletion and was discarded along with the pocket adaptor.

Manufacturer narrative:
Continuation of d10: product ID 37601 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type implantable neurostimulator. Product ID 64002 lot# n653505 implanted: (B)(6) 2017 explanted: (B)(6) 2025 product type adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.